Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Five months post implant, the right common iliac artery was 55 mm in diameter. Two years later the right common iliac measured 58mm in diameter with the present of an endoleak. Three years later, the right common iliac artery measured 7.6 cm and had ruptured. It was reported that the patient presented to hospital with low hemoglobin and pain. A CT scan observed a possible proximal type I endoleak. It was noted that the bifurcate was 6-7 mm below the right renal with no evidence of migration. In addition, a definite endoleak was observed in the left iliac where the iliac had gotten larger and seal was lost. The physician decided to implant a 28 mm endurant cuff proximally, and a (B)(4) limb from just below the flow divider to the left external. Additionally, a (B)(4) limb was implanted to gain an additional 2 cm of purchase because the 156 landed just short of the external iliac artery as it was tortuous. The intervention resolved the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis review of a single still CT image showed that the stent graft was positioned below the renal arteries. No proximal type I endoleak or any other stent graft issues was visible. The image was cut-off below the mid-length of the limbs, therefore the reported distal type I endoleak could not be assessed. This single returned image does not provide any additional information to help determine the cause of the events.